Event description:
It was reported that a patient with a tactra malleable penile prosthesis underwent a surgery as the device's length and girth were not satisfactory. An inflatable penile prosthesis (ipp) was implanted. No patient complications were reported.